Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that while using the destination sheath for a peripheral vascular (pv) case, the patient had significant blood loss; the doctor stated about 100cc. The doctor stated there was an issue with the valve, and he used multiple techniques to attempt to prevent it from leaking from the valve. He tried centering the wire, using a larger wire, and pushing the dilator into the sheath. The doctor was working on the right superficial femoral artery (sfa) and gained access from the left femoral artery (fa). Started with a 5f micro, went to a 5f pinnacle, and took pictures with a catheter and then decided to intervene with what was stated to be a possible 7f 45 destination. The patient was in stable condition, and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.